Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the cable/cord/wiring was damaged, the motor and controller were faulty from liquid damage, the hose was damaged, the clutch was damaged, and the wire attachment for the connector cap was worn on the motor device. It was also noted that the device failed pre-repair diagnostic tests for loctite and cable assessment, handpiece temperature assessment, and air pump assessment. It was noted in the service order ¿hose was broken and need to be replaced¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.